Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported the procedure was being performed in the dialysis department. The blue and red pinch clamps are breaking easily. As a result, a new repair kit was used to correct the issue. The connectors were mat(dull finish) before and are now brilliant (shiny finish).